Event description:
The user facility reported during the vitrectomy surgery the cutter would not cut properly. A second pack was opened to complete the procedure with no injury to the patient.

Manufacturer narrative:
Evaluation completed. One opened (B)(4) pack from lot v0926 was returned. The pack contains a 25ga vitrectomy cutter with tubing only. The rest of the pack components were not returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There is fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at 5000 c.p.m. For about a minute and a half. Then the inner needle locked up, blocking the port window, preventing cutting and aspiration. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause for the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable.